Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported table was unresponsive on keypad and remote during surgery. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure " table was unresponsive on keypad and remote during surgery" couldn¿t be confirmed during the inspection. No malfunction, defect or other issue could be identified, the device was working as intended. A concrete root cause could not be assigned. Based on this, no further actions are required.

Event description:
Customer reported table was unresponsive on keypad and remote during surgery. This report was filed in our complaint handling system as complaint #(B)(4).